Event description:
It was reported that during a laparoscopic cholecystectomy procedure that one of the c4103 grasper inserts became detached from the c5207 grasper. The insert was located via x-ray but could not be retrieved and was subsequently left inside the pt.